Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of output. The device remains implanted; the issue was resolved through decreasing the ventricular sensitivity.